Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product will not be returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to transfer equipment, the strap holding the defibrillator broke resulting in the monitor failing and striking the male (age unknown) fire lieutenant causing injury to his right foot. Complainant indicated that the lieutenant subsequently sustained a serious injury resulting in temporary disability.